Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer informed the technical support engineer (tse) that they encountered a recurrent error 32100 on the universal surgical manipulator (usm)4. The tse reviewed the logs and identified that the issue originated from usm 4, indicating a hardware fault. The customer disabled the usm4 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the right hepatectomy was performed robotically but only with three arms, as universal surgical manipulator (usm)4 was non-functional from the start. The procedure was planned for a single surgeon using a single console. To address the non-functioning usm4, the surgical team opted for its permanent deactivation and continued the surgery using the remaining three arms. The surgery was completed robotically, even though only three arms were used.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) with an alleged issue to perform failure analysis. In logs, the 32100 error was found indicating a hardware current/voltage monitoring error on the axis controller manipulator (acm). Upon visual inspection, no issues were found that would be related to the reported event. The unit as installed on an in-house system when the 32100 error was triggered replicating the reported event. The unit was then installed onto an in-house patient side cart test platform (psc) where the unit failed universal surgical manipulator (usm) fault check with a 32100 error in the logs, replicating the reported event. Gold acm was installed and the unit passed required testing verifying that the acm to be the source of the fault. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the acm printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.